Event description:
It was reported that during a da vinci si prostatectomy procedure the prograsp forceps instrument was noted to have a broken wire at the tip. The instrument was exchanged during the procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument cable was frayed. The one grip close cable was frayed at the force amp pulley. The frayed strands stuck out at the wrist. The other cables at wrist were not damaged. Engineering also found the cable was derailed cable and main tube damage. The same frayed grip close cable was derailed at the distal idler pulley. The grips could still open and close, but movement may not be precise. The distal end of the main tube had various scratch marks with light material removal. The scratches were .085 - .125 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.